Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the weld causing thermal damage on the yaw pulley and conductor wire cap. Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related. The customer reported complaint does not itself constitute an MDR reportable event; however, the thermal damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci-assisted surgical procedure, after cutting there was extra smoke from the joint of the permanent cautery hook instrument. There was no report of fragments falling inside the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer stated that no arcing or energy leakage was noted. However, smoke was observed from the distal end of the instrument.